Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer indicated via phone call that a calibration error and change sensor notification was received. Customer indicated that was a new user of a sensor and is not totally sure how to use it. Customer's blood glucose was 410 mg/dl at the time of incident. Troubleshooting assisted customer in insertion techniques and was found that there were two calibration errors and a bad sensor alert. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the sensor would be replaced and to return the product for analysis.